Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing was observed on the right ventricular (rv) lead. Provocation testing was performed and the noise was not reproducible. No intervention was performed at this time, the rv lead will be monitored. The patient was stable.